Event description:
Complainant alleged that during training by a zoll medical technician, the device failed to charge the energy. Complainant indicated that there was no pt involvement in the reported malfunction.